Event description:
It was reported that the lead exhibited impedance problems, and the physician attempted to reposition the lead. During the procedure, the lead helix would not retract. A stylet was then inserted in order to try and explant the lead, but the stylet got stuck in the lead. When trying to draw the stylet back, it broke. As a result, the stylet was cut at the pin level, and the lead was capped and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.